Event description:
It was reported that during a da vinci nephrectomy procedure, the site experienced a system error codes 20002 and 20008. At this time, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer confirmed that system error codes 20002 and 20008 were associated with the left master tool manipulator. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarms (system generated fault codes) functioned as designed and there was no injury to the patient. System error codes 20002 and 20008 appears when the da vinci safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and/or the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety system puts da vinci in a recoverable safe state. The mtml was returned to isi for evaluation. Engineering discovered that a flex circuit assembly had malfunctioned, thus generating the system error codes experienced by the customer. As of january 5, 2012, there have been no reported recurrences of the issue at this hospital.